Event description:
A patient rreported blood glucose results of "216 mg/dl and 100 mg/dl" with a lifescan meter, performed within 10 minutes of each other.the meter, test strips, and control solution were replaced.